Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer did not use the reducer leading to play in the instrument and gap in the trocar. Customer was informed of what to do. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. Review of the provided video is consistent with the complaint of non-intuitive motion. Root cause of the failure mode cannot be confirmed without the returned device. No further escalations required for the video review.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the instrument in arm 3 moved up and down on its own when the surgeon attempted to close the jaws. The procedure was able to be completed with no reports of patient injury. Intuitive received the following additional information via follow up: the clinical sales rep that reported the issue advised the surgeon that a reducer could be used to resolve the issue. There was no additional information available.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause is attributed to improper customer setup. Based on the field service engineer's (fse) notes, the system issue was due to the site not using a reducer with the trocar. It can be resolved by using a reducer that matches the size of the instrument.